Manufacturer narrative:
(B) (4).

Event description:
It was reported that two hours after a catheter access port (cap) dye study was done, there was no dye present in the CT scan. The catheter was aspirated easily at first, but then there was not any free csf flow visible. The physician stated that contrast dye was easily inserted. They had thought that the dye possibly left the catheter through the pump connection and moved behind the pump in the pocket or distributed in the csf after the 2 hours passed. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.